Event description:
Allegedly patient developed increasing pain. X-ray showed loosening.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned for evaluation. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00200.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 058570168. Device history record reviewed. Package insert reviewed. Product not returned. (B)(4) - evidence that product in specification when used, undetermined.